Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported during the sculpting phase, there was a decrease in phaco power and no aspiration during a cataract procedure. They tried changing the handpiece followed by changing the cassette did not resolve the issue. Upon obtaining a new console, it was determined the issue was the phaco tip as its tip was broken off. The phaco tip was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
No mini-flared phaco tip sample was returned for evaluation for the report of the being broken resulting in the tip not aspirating well; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).